Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample: target range: 2.3 - 3.5 inr. Measurement 1: 2.9 inr. Measurement 2: 2.9 inr. Measurement 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned and the retention material meet the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a discrepant inr result with coaguchek xs meter serial number (B)(4) compared to the innovin laboratory method. The result from the meter at 11:00 a.m. Was 5.7 inr. The result from the lab at 12:05 p.m. Was 4.2 inr. The result of 4.2 inr was believed to be correct. The patients therapeutic range is 2-3 inr. The patient measures once a week.